Manufacturer narrative:
Device evaluation: traces of blood were detected on the device. The balloon appeared inflated. 0.014" guide wire was passed successfully. Connecting a manometric syringe to the inflation line, negative pressure was applied and a leakage was detected from the inflation line. The balloon was inflated and a cut was detected on the surface. The balloon was analysed and a longitudinal cut (burst) was detected on the proximal side. The cut length was 25 mm. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an attempt to treat a none calcified, slightly tortuous lesion with plaque in the anterior tibial artery (ata) using amphirion deep, it was reported that the balloon burst during inflation at 7 bar. The device did not pass through a previously deployed stent and there was no resistance encountered during advancement. The procedure was completed using another balloon. There was no injury to patient or clinical sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.